Event description:
It was reported the patient presented prior to a routine generator exchange. During interrogation, it was discovered the atrial lead oversensed noise, which triggered pacing inhibition and inappropriate mode switches. No changes or intervention was performed; the device will continue to be monitored.